Event description:
The following info was received by cook medical from the facility on (B)(4) 2012: the stent has been implanted since (B)(6) 2011. The pt returned to have the stent removed. The physician performed an endoscopic retrograde cholangiopancreatography (ercp) and noticed the stent had fragmented. All but 1/2 - 1cm segment was retrieved. A new stent was implanted. The following info was included in a medwatch form received on (B)(4) 2012 by cook medical from the medical facility: "while doing an ercp on (B)(6) 2012 to remove a 7fr plastic stent, the device fractured into multiple pieces. The stent had been placed for bilary stricture 5 weeks previously. The stent had migrated up into the common bile duct. Using multiple devices, pieces of the stent were able to be removed except a 1cm segment noted in the mid-distal common bile duct. A new 10fr stent was placed without difficulty. The decision was made to keep the pt overnight for observation. The plan is to do an ercp in six weeks to remove the 10fr stent and attempt to retrieve the 1cm retained stent segment." Cook medical is following up with the facility for further clarification on this event.

Manufacturer narrative:
There were no clso-7-7 devices of lot #c628844 in stock at the time of the complaint investigation. It was indicated that the device involved in this complaint would be returned for eval, however, the device has not been received to date; therefore, the customer complaint could not be confirmed and the cause of the complaint could not be determined. With the info provided a document based investigation was carried out. A possible cause of this complaint may be that the stent had been implanted longer than recommended, however, confirmation of the implantation date has not been received to date. The precautions section of instructions for use (IFU)0045-3 instructs 'this device should not be left indwelling for more than three months or as directed by a physician. Periodic eval is recommended'. It may be noted that it is standard practice to remove this stent as it is not intended to be implanted more that 3 months. Prior to distribution, all clso-7-7 devices are subjected to visual inspection to ensure device integrity. A review of the mfg records for the clso-7-7 device of lot #c628844 revealed no issues related to this complaint issue. A review of 2 years complaints has shown that this is an isolated occurrence for this rpn. No corrective action is warranted at this time. There were no adverse effects on the pt as a result of this occurrence. Confirmation was received the pt is doing fine.